Manufacturer narrative:
Upon receipt, the lead was found cut approx. 48 cm proximal to the lead tip. Only the distal part of the lead was received for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The visual inspection of the returned fragment demonstrated a damaged insulation between approx. 37.5 cm and 39.5 cm proximal to the lead tip. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular ¿ first rib entrapment confirming the clinical observation in the complaint description. Further damages occurred most likely during the surgery. Due to the damages, an electrical analysis of the returned fragment was not properly feasible. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
The ra and rv leads were explanted and replaced due to crush. The device was also changed out due to eri. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.